Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing of the unit, no foreign object was discovered in the device channel. The cause of the blockage was determined to be improper reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that debris was remaining in sub-outlet channel of the gastrointestinal videoscope. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delay in the procedure. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. No foreign matter was found and there was no physical damage to the part where the foreign matter remained. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.